Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status after conservative treatment?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date 8 years ago and the mesh was implanted. The patient presented with light intermittent post-menopausal bleeding and no pain. It was found a tiny 2 mm mesh erosion under urethra which no need to remove. The patient is almost asymptomatic and has elected for conservative treatment with estrogen cream and plans made for regular review only. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/08/2020. Additional information: a2, a3, a4, b7. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? Age: 52; bmi: 29; height: 168cm; weight: 81kg. Product code and lot number? Don¿t know. What is physician¿s opinion as to the etiology of or contributing factors to this event? Problem 10 years after ¿ suspects poor tissue quality. What is the patient's current status after conservative treatment? Well and asymptomatic. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.